Manufacturer narrative:
Return of product has been requested. Reporter returned product on 28-jul-2017. Product investigation is in progress.

Event description:
Slight cut - mouth [mouth injury]. In mouth was the brush head along with a piece of metal which had come out of the top of the brush head / slight cut from piece of metal [injury associated with device]. In mouth was the brush head along with a piece of metal which had come out of the top of the brush head / pin had come away from head / put pin back in head but still wobbles [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown and thought something was wrong. To the consumer's horror, in his/her mouth was the oral-b brushhead, version unknown along with a piece of metal that had come out of the top of the brush head. The consumer noted that he/she could have swallowed these but fortunately managed to retrieve them even though he/she had a slight cut from the metal piece. On looking at the head, the consumer realized that the pin had come away from it. The consumer stated that he/she was now reverting back to an ordinary toothbrush. The consumer had used oral-b toothbrushes and brush heads for some considerable time. The case outcome was unknown. Treatment details: unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she ordered the pack of 4 oral-b power oral care refills precision clean on (B)(6) 2017. The consumer stated that he/she would be willing to return the brush head, noting that he/she had tried to put back the pin in the head but it still wobbled. The consumer asserted that this could have been a one off as it had never happened before. The case outcome remained unknown. No further information was provided.